Event description:
Consumer had been using the proxabrush go between cleaners and thinks he may have swallowed the tip. He stated he cut off part of the plastic tip to see if the tip could push back inside of the handle

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.